Event description:
A customer reported to baxter (B)(4) a 250ml eva bag in which particulate matter was observed. According to the report, after about 250ml of cetuximab (a cytotoxic drug) was added to the bag, white opaque fibrous looking particles were observed. Another batch of bags were used, and no particulate matter was observed. The alleged defect occurred during filling; therefore, there was no patient involved. There are no reports of patient injury, medical intervention or adverse events related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however, the customer indicated that 20 companion samples are available for evaluation. The companion samples are reported to be available but have not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The companion samples were not made available. The companion samples and the actual sample were not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, a batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.